Event description:
Information received that the brakes were not holding. No incident or injury reported.

Manufacturer narrative:
Bed found in maintenance shop. Technician found that the brakes were not holding correctly. Brakes would ratchet from side to side. Replaced all four brake casters to resolve this issue.